Manufacturer narrative:
Device passed the rewind test, prime or a33 test and excessive no delivery test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device also had a missing reservoir tube o-ring, minor scratched display window, cracked battery tube threads, stained end caps sticker, cracked case at the reservoir tube window corners and cracked reservoir tube window. Device uploaded properly using carelink.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the reservoir compartment was cracked. The customer reported that the reservoir was not able to lock in place. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.